Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of embolism is listed in the prostyle instructions for use as a potential adverse event associated with vessel closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to needle to cuff miss and foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel) or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to difficulty opening or closing the foot and difficulty removing the device may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. The reported patient effect of embolism is a known inherent risk of the procedure. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. A second prostyle device was deployed but a cuff miss occurred when plunger was removed. After the lever was closed and device retrieved from the anatomy, with some difficulty, it was reported that the anterior foot plate of the device was not closed, and a small part of the posterior foot plate was missing. The physician searched for the small missing foot via ultrasound, x-ray and cut down; however, the missing part of the foot was not found in the patient. The sheath was upsized to greater than 8.5f sheath, the evar was completed, and hemostasis was achieved via surgical suturing. At this point the patient was fine without any issue and no vessel damage was noted. After the procedure, the patient was in the recovery room when a small lump was observed on the foot. The lump was confirmed to be a small object via ultrasound. A surgical cut down was performed and the missing part of the posterior foot plate was found and removed from the patient anatomy. The patient is reportedly fine and was discharged. No additional information was provided.